Event description:
Pt complains he has had more than 10 surgeries on his right shoulder. The first and second surgeries he used on-q which caused his chondrolysis. This caused him to have a right shoulder replacement surgery. This has brought him so much pain, stress and suffering